Event description:
From staff: wound assessment called for right nares. The right nares has an open ulcer with drying yellow/gray necrotic tissue, mucosal unstageable pressure injury related to cortrak tube.